Event description:
It was reported that during inhalation the power cord on this device started to smoke and burn. The device has not been returned for evaluation, but the customer has supplied photos which indicate that the mains cord has suffered some heat damage, and this has led to the outer sheaving and the insulation on the neutral wire being damaged to the extent that bare wires are exposed. Based on this, the patient may have been exposed to the risk of electrocution. There is also evidence of other physical damage to the mains cord visible on the customer's photos. The customer states that they cannot remember any physical or visible damage to the cable before the event, but advises that the device would lose power during inhalation, and the power would be return when the cable was touched. (B)(4).